Event description:
A bard hemosplit 16 fr 19 cm tunneled cath today (cuff came loose).

Manufacturer narrative:
The complaint of detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. At this time the mechanism of damage is undetermined. (B)(4). The detached heat sleeve/surecuff was not returned for evaluation. A lot history review (lhr) of revh1273 showed one other similar product complaint(s) from this lot number. (417707).